Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown issue with the pump battery. Additionally, it was reported that the pump touch screen was unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer declined assistance from tandem customer technical support regarding the issues.